Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but was difficult to release from the catheter. It was noted that the clip had a weak grasp of the tissue and fell off of the tissue following release from the catheter. The procedure was completed with another resolution 360 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.